Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: complete (B)(6).

Event description:
The customer reported a false reactive architect hbsag confirmatory test on one (B)(6)yr.old female patient. (B)(6) confirmed reactive with hbsag neutralization assay on (B)(6) 2019 at 100%; roche hbv test and roche dna (quantitative assay) were not detected. Patient redrawn and tested on (B)(6) 2019, (B)(6) hbsag qualitative = 0.32 s/co (< 1.00 is nonreactive). Other results provided: hbcab = 0.08 s/co (nonreactive); ausab = 8.56 / 8.46 / 8.96 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Ticket searches and performance testing could not be performed as the likely cause lot number is unknown. No customer returns were available for evaluation. The performance of the architect hbsag qualitative confirmatory assay was investigated by completing a review for non-conformances, potential non-conformances and deviations. This review did not identify any non-conformances, potential non-conformances or deviations. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.